Event description:
Boston scientific received information that this right atrial (ra) lead was an attempted implant. During implant it was observed that there was no sensing or pacing in any position. No adverse patient effects were reported.

Manufacturer narrative:
(B)(4). Upon receipt at our post market quality assurance laboratory this lead was found to be electrically continuous. Evidence suggests that therapy was available during the implant procedure. The clinical observation was unable to be reproduced. This product met specifications.

Manufacturer narrative:
(B)(4). The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.

Manufacturer narrative:
(B)(4).